Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 46 mg/dl and the pump alarmed lost sensor during normal use. The customer was advised to call back if further assistance is needed as the customer indicated that the sensor was changed.